Event description:
I just received my free covid tests: binaxnow covid-19 antigen self test, ref. 195-160, lot #206581. The expiration date on this product is 2023-07-13: that is, the tests that I just received have already expired. I went to the FDA website to see if the expiration date was extended, but could not find my lot number. According to the FDA, "if your lot number and/or original expiration date do not appear, or if the expiration date column states "expiration date: see box label," do not use the test beyond the original expiration date on your test." As far as I can tell, therefore, I have just received four useless tests. What is the point of that? I would be delighted if you sent me four tests that I could actually rely on. They can be sent to: (B)(6) many thanks, (B)(6). Reference reports: mw5147049, mw5147051, mw5147052.